Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with antibiotics (type not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device on (B)(6) 2025.